Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted device will not be returned. No further information could be obtained despite good faith efforts.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted device will not be returned. No further information could be obtained despite good faith efforts. Additional information was received that the patient underwent an explant procedure due to pain.